Event description:
Device 2 of 3: reference MFR report: 1627487-2011-10112, reference MFR report: 1627487-2011-10114. The pt's scs sys consisted of two scs leads (same lot), two scs lead extensions (same lot) and the ipg. It was reported the pt was unable to feel stimulation where needed. Invalid contacts were identified. It was also reported the pt requested the ipg site to be relocated and a small model ipg implanted. The physician removed and replaced the entire scs sys on (B)(6) 2011.

Manufacturer narrative:
Eval: results: as returned, a visual inspection found a lead tip electrode was stuck in the lower chamber of the ipg. The ipg header was cut to allow removal of the lead tip from the lower chamber. Once the lead tip was removed, the ipg was tested per mfg specs and passed all steps at ambient temp. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.